Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to loosening.

Manufacturer narrative:
The engineering evaluation noted that revision was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
Revision due to loosening. Replaced the tray and insert. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00865.